Event description:
It was reported that patient presented in-clinic with complaints of fatigue and shortness of breath. Increased in rv capture threshold and loss of rv capture were noted. X-ray revealed a possible micro-dislodgement. Device was reprogrammed. The patient will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.